Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hepatectomy, cholecystectomy, intestinal adhesion lysis under tracheal intubation and venous combined general anesthesia, the stapler and the reload were used and could not be closed normally and prolonged the operation progress by not more than 30 minutes. The handle and reload was replaced to resolve the issue.